Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred, the battery gauge was inaccurate and the wake button was unresponsive and sticking. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.